Event description:
It was reported that the pt experienced redness and soreness at the neurostimulator (ins) location. The physician ruled out infection. The pt's stimulation was comfortable and effective at providing pain coverage. The pt underwent allergy testing. The pt was not allergic to the device and stimulation continued to work well. Following allergy testing the pt experienced temporary drowsiness and sedation. Additional info received reported that the pt experienced wound dehiscence and the wound opened so the extensions were exposed. The system was explanted. The pt recovered without sequela.

Manufacturer narrative:
(See scanned page).